Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie pocket had a broken lid. A field service engineer removed bad pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system drawer had a broken lid on cubie pocket. The customer reported that the malfunction occur when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.